Manufacturer narrative:
This report is for two (2) unknown locking screws. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a left tibia fracture on an unknown date approximately one year ago. On an unknown date, the patient developed a non-union of the fracture, and upon examination it was found that two of four locking screws in the construct were broken. On (B)(6) 2016, the patient was returned to the operating room; the surgeon removed the tibial nail, and four locking screws, two of which were broken, and the other two were intact. The surgeon harvested bone graft from the patient, using it to stabilize the non-union, then implanted a new nail and locking screws. All fragments were retrieved. There was a five minute surgical delay; the procedure was completed. There was no reported harm to the patient. The patient was reportedly stable following the surgery. Concomitant devices reported: tibial nail (part # 04.034.452s, lot # 7614565, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity 2). This report is for two (2) broken unknown locking screws. This is report 1 of 1 for (B)(4).